Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that both leads had high impedances. Patient notes no trauma, but were very active post-implant. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-05342. It was reported the patient's system was autoreducing. X-ray revealed lead migration and fracture. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead had migrated and was fractured, so it is being reported on both.